Event description:
The patient contacted animas on (B)(6) 2012 stating the ok button was intermittently unresponsive for a couple of months. The patient claimed the keypad rubber was peeling up near the ok and down arrow buttons and the battery cap was not staying on the battery compartment. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the keypad was found to be peeling at the ok button and the keypad symbols were worn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Worn keypad symbols have no effect on insulin delivery. During testing, all of the keypad buttons were intermittently unresponsive and required excessive force to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.